Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: a33444/a20242.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a full spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. No device malfunction was suspected.